Event description:
The customer received a questionable valp2 valproic acid result for one patient sample. The initial result was <2.8 ug/ml and was reported outside the laboratory. When they performed a study for a new lot of reagent, the same sample was repeated with new reagent lot 619015. The result was 13.8 (14) ug/ml. The customer repeated the sample again with results of 16.2 ug/ml and 15.8 ug/ml. The repeat results were believed to be correct. The customer stated that they called the physician to give him the corrected value. Per the physician, the patient's care was not affected. The reagent lot number was 614739. The expiration date was requested, but was not provided. The field service representative found there was low gear pump pressure, the probes were not being cleaned efficiently, and the probe was too close to cuvette wall. He adjusted the gear pump pressure and adjusted the probe. He confirmed the probe flow rates were within specification. The customer ran and confirmed qc. The system was operational.